Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for three patients, involving access 2 immunoassay system. Subsequent testing produced lower results, within the normal reference interval. The elevated results were released out of the laboratory and questioned by the physician. The patients were admitted for treadmill testing. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse replaced the aspirate and substrate probes, and the peristaltic pump tubing. The fse rebuilt the precision pump and verified ultrasonics and mechanical alignments. The fse performed a successful system check within system specifications. The unit conformed to the manufacturer's performance specifications. This medwatch report is related to MDR 2122870-2012-00007.

Manufacturer narrative:
The customer reported it is unknown if there was any change in patient treatment or adverse affect to the patients. There has been no report of patient injury or patient outcome associated with this event.